Event description:
On (B)(6) 2012, the lay-user/patient contacted animas (anm) alleging that the pump had a losing time issue. The patient did not allege any harm or injury because of the alleged issue. The patient claimed that the pump was losing 2-3 days at a time. According to the patient, she had recently gone to a health care providers (hcp) office and noticed with a printout that some of the dates were out of order. After resetting the pump's date/time, the patient claimed that the pump's date would be off again a few days later. The alleged issue was not resolved with troubleshooting. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the pump had a losing days issue that was not resolved with troubleshooting. However, there is no evidence that the pump contributed to a serious injury. The patient did not report any blood glucose readings, symptoms, and/or treatment suggestive of a serious injury.

Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the black box indicated the pump reverted to default time and date settings after a reboot. A timekeeping accuracy test was performed. Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.